Event description:
In 2004, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date, the pt present with aneurysm sac enlargement, with no evidence of endoleaks. In 2008, the devices were relined because of suspected endotension. The procedure went as planned, and the pt is stable.

Manufacturer narrative:
A review of the mfg records is being conducted. Additional devices: pcc141200/030242108.